Event description:
It was reported that a patient received an expedium system implant in order to correct for scoliosis on (B)(6) 2013. The first post-operative appointment on (B)(6) 2013 showed no changes; however, during the second routine visit on (B)(6) 2013, a radiograph revealed that the correction had been lost. One caudal monoaxial screw showed slippage on the rod, and the patient underwent a revision surgery. During the revision, it was noticed that the locking cap was loose on the affected monoqaxial screw, though the other caps appear to be unaffected. Two additional screws were added to the construct to prevent further loss of correction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received an expedium system implant in order to correct for scoliosis on (B)(6) 2013. The first post-operative appointment on (B)(6) 2013 showed no changes; however, during the second routine visit on (B)(6) 2013, a radiograph revealed that the correction had been lost. One caudal monoaxial screw showed slippage on the rod, and the patient underwent a revision surgery. During the revision, it was noticed that the locking cap was loose on the affected monoqaxial screw, though the other caps appear to be unaffected. Two additional screws were added to the construct to prevent further loss of correction. Additional information received 22jan2014: revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10213 and 1526439-2014-10215.

Manufacturer narrative:
Visual inspection noted linear markings across the inner surface of the monoaxial tulip head indicating the point of contact where the rod slippage took place. No other defects or anomalies were indicated. A review of the device history record for the monoaxial screw 7x40mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the monoaxial screw 7x40mm was conducted on the product family based on a similar geometric design and functionality of the tulip head. It was noted that there were no related complaints associated with issues of this nature; of which there was no harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the monoaxial screw showing slippage on the rod cannot positively be determined. It is inconclusive of how this incident may have occurred. A review with the medical director was conducted. It was noted that the curve in the lumbar area increased, but it¿s difficult for me to tell if the screw locking cap failed or not from the ap view that was provided. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of these devices, nor there has been any systematic trend. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
Visual inspection noted crease markings across the set screw surface indicating that the rod was fully seated and final tightened upon surface contact. A review of the device history record for the anterior monoaxial set screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the anterior monoaxial set screw was conducted the specific product code from this complaint as the product family does not exist for this device. It was noted that there were no related complaints associated with issues of this nature; of which there was no harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the anterior monoaxial set screw becoming loosened cannot positively be determined. However, visual evaluation of the device noted crease markings across the set screw surface indicating that the rod was fully seated and final tightened. Therefore, it is unknown at what point in the process this may have occurred. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.